Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms), escalation analysis indicated that the observed discrepancies could be attributed to user taking doxycycline. Customer care attempted to inform the user that medications in the tetracycline class, including doxycycline, may impact eversense readings and that the system should not be used for treatment decisions while taking this medication as indicated in the eversense user guide. However, further follow-up with the user was not possible as the user remained unresponsive to multiple communication attempts, and this guidance could not be communicated. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.